Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2011. According to the physician, during the procedure a "button hole" was noted in the patient's vagina, which was then repaired. No signs of erosion or other issues were noted at the patient's follow-up appointment, and the physician has not seen the patient since. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.